Event description:
It was reported that the pt did not return for a pump refill. A critical alarm was heard due to zero ml reservoir volume reached. The pt was hospitalized in 2009 for uncontrolled pain, due to withdrawal from her medications. Per the reporter, the pump was replaced; diagnostic testing to determine pump functionality was not performed. The pump reservoir had been dry for approx 3 weeks. There was no injury; the pt recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.